Manufacturer narrative:
H6 - 4581: significant reduction of ica, shallowing of ac. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and shallowing of anterior chambers. Due to excessive vault, significant reduction of iridocorneal angles and shallowing of anterior chambers the lens was exchanged for a same model and length lens. The problem was resolved. Cause of the event was reported as patient related factor.

Manufacturer narrative:
A3a. Sex: male corrected to female in the initial MDR. B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and shallowing of anterior chambers. Due to excessive vault, significant reduction of iridocorneal angles and shallowing of anterior chambers the lens was exchanged for a same model, power and length lens. The problem was resolved. Cause of the event was reported as patient related factor. Claim: (B)(4).